Manufacturer narrative:
(B)(4). Tgt3710/8167776 = (B)(4). Tgt3410/8263108 = (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore&#59412;tag&#59412;thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed that the diameter of the aneurysm was 52mm. No issues were reported. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no issues. On (B)(6) 2016, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 59mm. A proximal type I endoleak was reported. The cause of the endoleak was reportedly unknown. On (B)(6) 2016, a coil embolization procedure was performed to repair the endoleak. The patient tolerated the procedure.